Manufacturer narrative:
A follow up report will be filed if more information becomes available.

Event description:
It was reported that the first guidewire used to place the catheter was "sticking." This guidewire was removed successfully. Another guidewire was obtained and used to place the catheter; however, the clinician was unable to remove the second guidewire. The users noticed under fluoroscopy that the guidwire became unraveled inside the vessel and became lodged inside the lumen. As a result, a surgical cutdown was performed to remove the wire from the patient. There were no further reported patient complications.